Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that none of the buttons were working. The customer's blood glucose was 173 mg/dl at the time of incident. The customer's blood glucose was 143 mg/dl at the time of call. The customer's blood glucose was 572 mg/dl prior to the call. The customer stated that he treated his high blood glucose with manual injections. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specifications. The pump passed the self test, error test, rewind, basic occlusion, occlusion, prime, excessive no delivery test, displacement and motor tests. No motor error alarms were noted. The pump was received with a cracked case at the display window corners, a cracked display window, cracked battery tube threads, minor scratches on the lcd window and intermittent button response due to corroded keypad traces.